Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the percutaneous pin had broken off in a patient. It was later noted that the case was extended by 2 hours removing the foreign object from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed by the representative that the doctor had to drill and dig to remove the percutaneous pin.